Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right ventricular (rv) lead exhibited shock impedance measurements of 10 ohms. The rv pacing impedance measurements also had been fluctuating up and down. Troubleshooting options were discussed with the health care professional (hcp), and it was noted the hcp would bring the patient in for further testing. No adverse patient effects were reported. The device remains in service.